Event description:
It was reported that this right ventricular (rv) lead was suspected of exhibiting dislodgement following an unrelated fall, which was later confirmed via fluoroscopy. The physician subsequently surgically explanted and replaced the lead to resolve the event, and no additional adverse patient effects were reported. This rv lead is not expected to be returned for analysis.